Event description:
Caller reported the infusion head set is often leaky; self-adhesive is wet. Caller stated patient often experiences elevated blood glucose level of approx 300 mg/dl and his hba1c has risen up to 8.6%. Caller did not report patient needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).